Manufacturer narrative:
The customer replaced the tubing and y-fitting which resolved the leak issue. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) of a leak of no foam reagent from a unicel dxc 600 synchron clinical system onto the floor and the system flagged the reagent level at less than 10%. The customer found that the y-fitting coming from the no foam reagent bottle was cracked. No effect to patient or operator was reported in connection with this event.